Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient had an episode of bacteremia and the implantable pulse generator (ipg) system was explanted. It was further reported that during implant, fibrinous material was noted on the leads. The device system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.